Manufacturer narrative:
1020379-2018-00064 is associated with argus case (B)(4), polident whitening tablets.

Event description:
Accidental ingestion [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a (B)(6)-year-old female patient who received denture cleanser (polident whitening tablets) tablet for drug use for unknown indication. On an unknown date, the patient started polident whitening tablets at an unknown dose and frequency. On an unknown date, an unknown time after starting polident whitening tablets, the patient experienced accidental device ingestion (serious criteria gsk medically significant). The action taken with polident whitening tablets was unknown. On an unknown date, the outcome of the accidental device ingestion was not reported. It was unknown if the reporter considered the accidental device ingestion to be related to polident whitening tablets. Additional details: reporter indicated that her grandmother accidentally ingested a cup full of diluted effervescent tablet (polident whitening tablets) thinking it was her mucolytic. The reporter's grandmother was not complaining of anything, but the reporter wanted to know what the ingredients were as she was concerned, she wanted to make sure it was not toxic.